Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range shock impedance of greater than 125 ohms. The shock impedance had been gradually increasing over the last few months. However, there was no noise on the electrograms (egms) and the sensing was good. Surgical intervention was performed to replace the rv lead. This product was surgically abandoned. No additional adverse patient effects were reported.